Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the associated defibrillator did not detect the attached electrode pads complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and attributed to faulty electrode pads. Replacement electrode pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.